Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer. Should additional information become available it will be reported in a supplemental report upon completion of the investigation.

Event description:
It was reported that patient's left hip was revised due to protrusio (femoral head went through the acetabulum). Rep reported that patient had fair bone quality but had sustained a pelvic fracture in a motor vehicle accident prior to hip replacement as confirmed by plates and screws used in patient's right hip. The unipolar head and sleeve were revised, the accolade hfx stem was reported well fixed and well positioned.